Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2008 after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products; associated mdrs #1225714-2013-01773, 1225714-2013-01774.